Manufacturer narrative:
H.6. Investigation summary: sample that was received will be investigated under (B)(4). No product or photo was returned by the customer for this pr. The customer complaint that blood backed up in the line could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25feb2023 and 28feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector blood back flowed during use. There was no report of patient impact. The following information was provided by the initial reporter: post PICC insertion, started infusion and blood continued to ¿back up¿ in the line, only after removing mz9270 did this stop and infusion resumed using an alternative tri-fuse from vygon.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 2022 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector blood back flowed during use. There was no report of patient impact. The following information was provided by the initial reporter: post PICC insertion, started infusion and blood continued to ¿back up¿ in the line, only after removing mz9270 did this stop and infusion resumed using an alternative tri-fuse from vygon.